Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Omsc confirmed the device history record of the subject otv-s7pro, and there was no irregularity found. Omsc confirmed that any similar events did not occur in the past. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s7pro could not be investigated, because the subject otv-s7pro was not returned to olympus medical systems corp. (Omsc). There was no problem found except a non-olympus lamp mounted in the visera pro xenon light source clv-s40pro, as a result of the confirmation by a field service engineer of olympus on (B)(6) 2017. The causal relationship between a non-olympus lamp in the visera pro xenon light source clv-s40pro, the image problem and the patient¿s unspecified injury is unspecified. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the combination of the subject otv-s7pro, a rigid endoscope (non-olympus device) and the visera pro xenon light source clv-s40pro was used. Then, the image problem occurred and there was a report of patient¿s unspecified injury. A field service engineer of olympus visited the user facility and confirmed the devices. As a result, there was no problem found except a non-olympus lamp mounted in the visera pro xenon light source clv-s40pro.

Manufacturer narrative:
The subject (B)(4) could not be investigated, because the subject (B)(4) was not returned to olympus medical systems corp. (Omsc). As the evaluation result by the local engineer, there was no abnormality found with the subject (B)(4). And it was confirmed that a non-olympus lamp was mounted in the visera pro xenon light source (B)(4). No abnormality was found with the subject (B)(4), and the root cause of this event could not be conclusively determined. However, omsc surmised that there was a possibility that the reported phenomenon was caused by the following things in theory. 1.image signal was influenced by external noise such as electrosurgical devices. 2.abnormal substances or liquid attached between connect part of the camerahead and the subject (B)(4). And the communication was disturbed by them. 3.abnormal substance attached to tip of the rigid scope. Or the lens was damaged. 4.since non-olympus xenon lamp in the (B)(4) was used, brightness was not enough and endoscopic image seemed unclear. The (B)(4) instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.